Manufacturer narrative:
The account found the caster stems were worn. The account replaced the brake and brake/steer casters to repair the bed.

Event description:
The account alleged that when brakes are set all four casters engage, but if 5 to 10 lbs of pressure is applied to foot end of the bed, the casters will shift, but not come totally unlocked.